Event description:
An emergency room nurse reported that a patient had been admitted due to uncontrollable seizures. She noted that they may need to swipe the magnet if the patient continued to have seizures. Additionally, it was noted that the patient may need to have their device turned off. No other relevant information has been received to date.